Event description:
Per the clinic, the patient developed skin overgrowth on the abutment resulting in the decision to perform revison surgery to remove the excess skin. Surgery occurred in (B)(6) 2009, (date not specified) and the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.